Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# j0519329v, implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported having a lot of problems/pain with right foot. Like plantar facitis, tendonitis, orthotics, complete knee replacement, trying to eliminate/isolate what the issue is-all of these were confirmed as unrelated. Patient reported she will be going to foot specialist and it's possible that they will want to snip the fascia this was also confirmed to be unrelated. Patient was wondering if the issues had something to do with the device. Patient reported that the lead had previously moved and was stimulating wrong nerve, and was stimulating down leg into toes. Patient was wondering if it was feasible that the stimulator is causing fascia to be tight. Patient called the healthcare professional who performed the implant surgery, patient was advised to shut device off which she had never done, patient turned it off and turned it back on just fine. When the patient turned the device off she was wondering it if was possible at some point she would not need the device, however, patient found she had to turn it back on after 3 days because it was working for what it was implanted for and patient still needed it. The patient confirmed that the pain in foot did not go away when device was off. Patient reported that she would get the device reviewed in may. Patient reported that the circumstance to lead migration were that the patient had flown 2.5 hours and drove home from florida, by the time she got back it had for whatever reason moved and patient went to the doctor and the doctor was able to remotely make correction/reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient reported having an ins for ic bladder. Patient reported having constant pain in her right foot from plantar fasciitis to tendinitis. Patient reported that it was possible she would have her fascia snipped/relieved. Patient stated that before getting her fascia snipped/relieved, she wanted to make sure it was not somehow related to the device. Patient reported that her lead moved, and it stimulates the wrong nerves and patient could feel stim in her foot toes until it was corrected. Patient reported that she got the device implanted in 2006 and was wondering is she would have to have the device or would it be possible that once the patient¿s battery died patient would be okay without it. No further symptoms or complications reported or anticipated.